Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient transported to the ER (emergency room) with hypoglycemia via ems (emergency medical services). The patient's blood glucose levels decreased to 32 mg/dl while wearing the pod longer than 48 hours in the abdomen. The patient reported losing consciousness and falling due to hypoglycemia. At the ER it was found that the patient had broken their elbow due to falling. The patient was treated with an IV (intravenous) line with unknown contents and juice. The patient was released in 4 hours.